Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a suspected infection, metal debris, a fractured tc3 component at the stem/adaptor junction, and loosening. Femoral loosening occurred at the bone/cement interface. Tibial tray loosening occurred at the bone/cement interface. Cement manufacturer is unknown. The sleeve and stem were also loose, non-cemented.

Manufacturer narrative:
The device associated with this report was not returned. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The investigation could not draw any conclusions about the root cause of the reported event without the device to examine. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.